Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing discomfort. There was no alleged device malfunction contributing to the discomfort. There are no allegations of any visible irritations or injuries. Patient was ordered to remove the lifevest by a physician due to the discomfort. Outcome of the discomfort is unknown.